Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a circular artifact on patient sinus images. There was no report of misrepresentation as a result of the circular artifact. The philips field service engineer (fse) evaluated the system and found a crack in the middle of the compensator as the cause for the artifact. The fse replaced the a-plane collimator, performed air calibrations and a bad detector test on the system to resolve the issue. The fse confirmed there was no harm to a patient and no report or misrepresentation and/or mistreatment as a result of this reported issue. The system in is clinical use. This issue has been determined to not be a reportable event.